Event description:
A user facility reported that an lma would not inflate after it was inserted into a pt. The lma was removed and replaced with another. There was no pt problems or injury. The attending physician was advised of the pre-use performance tests located in the instruction manual. The user facility has been requested to return the mask for evaluation. There has never been a report of a serious injury associated with the failure to inflate an lma, and distributor believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although distributor does not believe the event meets the definition of a reportable device malfunction, distributor has agreed to comply with the agency's position, that events of this type should be reported, stated in its 8/1/97 letter to the MFR.